Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer had low blood glucose from the attorney of the family. Customer¿s blood glucose value was 50 mg/dl and they took orange juice and couple hours of hours blood glucose value was 300 mg/dl and 100 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.